Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the scope. Additionally, according to the available information, the phenomenon occurred in multiple scopes because the scope was replaced while this phenomenon continued to occur.

Manufacturer narrative:
The problem was resolved with the assistance of olympus technical support via the phone. After troubleshooting with technical support, the user facility reported in follow up communication that the problem was isolated to one scope and the scope would be evaluated/repaired by their onsite repair technician. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image could not be obtained when using olympus series 180 scopes with the olympus, model cv-190. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The problem occurred during preparation for use. The intended procedure was completed by moving to a different room and using different equipment. There was no delay in procedure reported. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.